Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead had fractured which resulted in high impedance, and failure to capture in bipolar setting. This rv lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported. At this time, this rv lead has not been returned to boston scientific.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 165mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of high impedances and failure to capture were likely caused by the confirmed fracture. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead had fractured which resulted in high impedance, and failure to capture in bipolar setting. This rv lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported. At this time, this rv lead was returned to boston scientific.